Event description:
It was reported to medtronic minimed that the customer experienced occluded, charge/battery lasts less than expected, failed battery test, no delivery/occlusion alarm, sensor updating/sg not available, change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-397a, mmt-1884l and mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Found no no delivery alarms during testing. Found no battery alerts, alarms or anomalies and relevant failed battery test alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant low battery alerts in the pump history files and traces. Found no no delivery alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.102 mv). The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of a low battery alert - fault 104 in pump history files records. Moisture damage was confirmed found isolated to the battery tube. Failed battery test was not confirmed during testing. No delivery/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.